Event description:
It was reported to globus that a pt had a revision surgery for two broken creo rods. The revision surgery took place (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. Since the implant was not returned, no evaluation could be conducted. The exact cause of the breakage cannot be ascertained.